Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and failed battery test and battery out limit alarm. The customer states they woke up to the pump being off and their blood glucose level being 450mg/dl. The customer states they treated the high with manual injection. Troubleshoot was conducted. The customer's blood glucose level at the time of incident was 110mg/dl. The customer was advised that replacement battery cap would be sent out. The customer was advised to monitor the device and call back if issues persist.